Event description:
It was reported that the device was explanted, and received by the manufacturer for product analysis.

Event description:
The explanted lead and generator underwent product analysis testing. There were no performance, or any other type of adverse condition found with the pulse generator and the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient had passed away while implanted with vns due to an unknown reason. This was reported directly from funeral home. The deposition of the device is not clear, the device has not been received by the manufacturer however. No other relevant information has been received to date.